Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message machine and proximal pressure sensors failed.the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
The fse removed new pm pcba and replaced it with the previous pm pcba, unit powered on without error codes. Fse performed a series of pa testing to ensure unit was working properly. (Unit passed all test). The device was returned for the failure investigation and it was determined that the shorted c187 and u33 pins 1, 2, 3, 12 & 13 internal shorted to pin 7 (vss) on motor controller (mc) pcba created the 1000, 1118 and 1201 error codes.